Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise signals were observed on both atrial and ventricular leads during an in-clinic visit due to possible subclavian crush. During a service/repair procedure, pericardial effusion was observed under echocardiogram due to a rupture of superior vena cava to the right ventricle tissue. The operation was concluded after closing the rupture, and closing the thorax with abandoned leads. The patient was stable and recovering post procedure.